Event description:
Found infant with strong smell of hal/ii in isolette. Turned infant over to find right leg PICC line leaking under dsg. Dsg saturated and coming off leg. Fellow and s bartz pa in, dsg took down, line with cracked wing and leaking at hub. S bartz pa removed line/entire line noted upon removal. S bartz pa wrote detailed note and took photos of the line and dsg.

Manufacturer narrative:
The complaint was forwarded to the manufacturing site, vygon germany, for their evaluation. The investigation summary is as follows: we received two faulty samples. The first sample was leaking from the orange line at approx. 0,8 cm distal from the fixation wing; a microscopic examination showed a cut at this area. We believe that this may have been caused by mechanical damage (e.g. Dressing change, sharp instruments). The sliding clamps of both lumens were still connected and closed. The green line was ok. The catheter tube was shortened at the 20 cm marking; we did not receive the distal part of it. A microscopic examination of the second sample showed that the catheter was partly torn out of the fixation wing (see pictures). The catheter tube of the sample snapped 5,4 cm from the fixation wing. We only received a small fragment of the distal part (8,2 cm). There are different reasons which might lead to a catheter rupture/leakage: excessive tensile force applied. The usage of small syringes. The usage of alcohol-based disinfectants. An occlusion of the catheter may have led to a high pressure and caused a burst/leakage. Since there is no batch number available, it is not possible to review the batch history records. In the past three years, there have been ten other complaints for product code (B)(4) regarding leaking catheters. Each catheter is flow and leak tested, and a 100% visual test is carried out before packaging; therefore, it is suspected that the leak would've been caught prior to product release. Corrective action: based on the investigation, this issue could not be determined to be caused by manufacturing; therefore, no further corrective action will be initiated at this time. Both vygon USA and germany will continue to monitor this issue.

Manufacturer narrative:
Two occurrences of this malfunction were reported to vygon, the details of the other can be found in MDR 2245270-2019-00016. Affected device was returned to vygon for evaluation as part of the complaint investigation. The reuslts of this investigation are still pending and will be reported to FDA within thirty days of its conclusion via follow-up MDR.

Event description:
Found infant with strong smell of hal/ii in isolette. Turned infant over to find right leg PICC line leaking under dsg. Dsg saturated and coming off leg. Fellow and s bartz pa in, dsg took down, line with cracked wing and leaking at hub. S bartz pa removed line/entire line noted upon removal. S bartz pa wrote detailed note and took photos of the line and dsg.